Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with dianeal pd4 and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient presented with cloudy effluent and was diagnosed with sterile peritonitis. The severity of the event was considered moderate. Peritonitis protocol was initiated, which included treatment with vancomycin 2 grams ip and ceftazidime 1 gram ip. The patient continued on ciprofloxacin 250 mg "bd", as an outpatient. On (B)(6) 2011, ciprofloxacin was stopped. On (B)(6) 2011, the patient was admitted to the hospital due to a reoccurrence of the cloudy effluent. A stat dose of ceftazidime 1 gram ip and ciprofloxacin 250 mg "bd" were administered. On (B)(6) 2011, the patient continued on ceftazidime ip daily (dose not reported). On (B)(6) 2011, a pattern of cloudy effluent post am bag of extraneal was noted, where the other three bags were clear. A decision was made to rest the patient for 24 hours and restart capd without extraneal. On (B)(6) 2011, extraneal therapy was withdrawn. As of (B)(6) 2011, the patient still complained of abdominal discomfort "on and off," but remained "clinically well." On (B)(6) 2011, the patient was discharged from the hospital, as the "fluid" was clear and treatment with ciprofloxacin 250 mg "bd" continued (to complete the 10 day course). The patient was sent home to continue on dianeal "2x 1.36% and 2.27% @ 2 liters pd." The event of sterile peritonitis was resolving. The nurse could not confirm which lot number the patient received at the time of the sterile peritonitis. The nurse stated the event of sterile peritonitis was unrelated to dianeal and related to extraneal.